Event description:
It was reported that, during a remote follow-up, episodes of undersensing were observed on the device. The suspected cause of the undersensing was suboptimal device programming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.